Event description:
The manufacturer received information alleging a ventilator failed an active exhalation control module test step. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's active exhalation control module and three-way solenoid valve were replaced to address the issue. The device was retested and passed all final testing.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the field service engineer replaced the device's 3-way solenoid valve and proportional valve to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for investigation. The 3-way solenoid valve and proportional valve were found to perform as designed. No malfunction was noted.